Manufacturer narrative:
Relevant tests/laboratory data; corrected data: on the initial MDR, the date was inadvertently given as (B)(6) 2019 instead of (B)(6) 2019.

Event description:
The device was replaced due to prophylactic replacement. The device has not been received by livanova to date. No additional or relevant information has been received to date.

Event description:
The device was received and product analysis was completed. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The pulse generator was opened due to possible contaminates on the trimmed edge of the printed circuit board assembly. With the pulse generator case removed and the battery still attached to the printed circuit board assembly, the battery measured 2.880 volts an ifi=no condition. A visual assessment on the printed circuit board assembly showed contaminates on the trimmed edge of the printed circuit board assembly. The battery was removed. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the printed circuit board assembly. After the trimmed edge of the printed circuit board assembly was cleaned, a postburn electrical test and the device passed specifications. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the printed circuit board assembly suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the printed circuit board assembly, which contributed to the supply current conditions. No additional or relevant information has been received to date.

Event description:
It was reported that the physician believed that the patient¿s generator was prematurely depleting. Device history records were reviewed and the generator was susceptible to premature depletion due to laser routing. Programming history was reviewed. There was evidence to support premature battery depletion. No other anomalies were seen. An automatic battery life calculation was performed for the generator that gave 5.1 years to near end of service. Surgery is likely but has not occurred to date. No other information has been received to date.